Event description:
Narrate the description: the physician claims that the original graft, allegedly implanted in 1988, was replaced in 2009 due to the observation of aneurysms in the abdomen. The graft upn and batch are unk. The exact procedure and event date were not originally reported and will be documented as the same month, for reporting purposes. The physician is requesting electron microscope photographs of the product to be returned. Sealed grafts was chosen as the upn for reporting purposes as the upn is currently unk. The reason it was selected over non sealed was hemashield grafts were introduced to the market in 1983 and is now the main product family.

Manufacturer narrative:
Being investigated. Awaiting product return. Additional info has been requested. Should additional info becomes available, it will be included in a follow-up report.